Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was initially reported by the caregiver as "it spread from the site"; however, this was unable to be clarified, therefore the cause of the event was assessed as unknown. The day following the event onset, the patient was hospitalized for peritonitis. The patient received unknown treatment for the peritonitis event. During this time, the patient remained hospitalized and was recovering from the peritonitis. Eighteen days after the event onset, the patient passed away. The cause of death was not reported and it was not reported if an autopsy was performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.